Event description:
A billing director reported after the intraocular lens (iol) implantation the patient had experienced blurred vision hence the lens was explanted in a secondary surgery and was replaced with a different lens model. The clinical reason for the explant was refractive surprise. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).